Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised due to pain and fluid build-up was also present. Update: (B)(4) 2012 litigation papers received(B)(4) 2012 and attached. Complaint changed to legal. Side now known: left hip. Litigation alleges patient had pain and high concentrations of various metallic elements. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to corrosion around the trunnion. The stem and sleeve have been added to the complaint. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.